Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01539.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels. Per the customer's doctor, the event was due to excitement and excessive heat from being at a concert. Prior to being admitted, the customer passed out and was treated by the paramedics. The customer's last infusion set change was three days prior to the event, and she was not connected to the infusion set during the rewind or prime. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.